Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The distributor in (B)(6) was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty front panel assembly for evaluation. As of the april 28, 2015 the alleged faulty front panel assembly has not been received.

Event description:
The distributor in (B)(6) reported that the touch screen is not working and that they observed a liquid patch on the right bottom corner on the screen.